Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was replaced during the service call. The system was tested and found to be working as intended and put back into service.